Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed that the shortened replacement window advisory, originally communicated april 05, 2007. Ts stated that it was too early to determine if the battery was depleting prematurely. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was explanted. The device has been returned for analysis. This event will be updated when analysis is complete. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.98 volts. A health care professional inquired if the battery was depleting prematurely. To date, there have been no reported patient symptoms associated with this clinical observation.